Event description:
It was reported that the patient experienced an electric shock at work and suffered from bruises on one shoulder. Since the shock, during stimulation, he would feel paresthesia in all extremities and numbness in both arms and hands, although the stimulation was programmed for the left hand only. The physician and patient believed that it was not a product related problem. The patient's neurostimulator and extension were explanted. Further information is being requested.